Event description:
Patient reported the luer-tube connection is broken. Patient reported experiencing elevated blood glucose level. Exact blood glucose reading was not provided. Patient's normal blood glucose level was not provided. Treatment received was not provided. Patient declined to provide any additional information. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint describing a broken/cracked luer cannot be verified due to mishandling of the product by the customer. Result the used returned sample was visually inspected and it was found that the tube was torn from the luer due to excessive force. The problem mentioned by the customer is related to mishandling of the product by the customer.